Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a proximal femoral nail antirotation (pfna) nail broke two months post-operatively. Concomitant device reported: proximal femoral nail antirotation (pfna) blade (part# 04.027.035s, lot# 33p4689, quantity 1). Unknown locking bolt (part# unknown, lot# unknown, quantity 1). Unknown end cap (part# unknown, lot# unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot expiry date: 01. Dec. 2029, part: 472.295s , lot: 29p7423 , manufacturing site: bettlach, release to warehouse date: 17 dec. 2019. A manufacturing record evaluation was performed for the finished device with lot number 29p7423, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was not returned in the original depuy synthes bag and the laser marking was readable. The breakage point is in the region after the conus from the nail and light traces of use were visible throughout the complaint part. No additional part was delivered. Based on the investigations results, this complaint is rated as confirmed since the nail is damaged as claimed by the customer. All measured features are within specification as well as in the manufacturing documentation no issue was identified. Besides during the manufacturing process all the critical features were inspected through the inspection sheet au and the entire lot is within specification. Therefore, from the manufacturing point of view the part completely meets it specifications and quality standards. Since no manufacturing related issues were identified during the investigation, no additional actions are required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 472.295s. Lot: 29p7423 . Manufacturing site: bettlach. Release to warehouse date: 17 dec. 2019. Expiry date: 01. Dec. 2029. A manufacturing record evaluation was performed for the finished device with lot number: 29p7423, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.